Event description:
Ous MDR. A dislodging of the ra lead was reported. The lead was revised. The lead is not available for analysis. Implant and explant dates were not available.

Manufacturer narrative:
Ous MDR. The device was not returned for an analysis. Thus, the analysis is based on the existing production documents. The manufacturing process of this device was reviewed. The manufacturing documents showed no anomalies that could be relevant to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.